Event description:
It was reported that this inflatable penile prosthesis (ipp) pump eroded through the patient's scrotum causing pain. The ipp was explanted, and there were no additional patient complications reported.